Manufacturer narrative:
Product not returned. Unable to provide a product investigation.

Event description:
During a surgical procedure, the visu-loc multi fire spring applier would not deploy a clip. The anesthesia and procedure time were not extended. There was no harm to the patient.